Manufacturer narrative:
E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: customer problem: customer is reporting blood is clotting in the tube causing erroneous results. Customer is reporting blood is clotting in the tube making it unusable.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. 100 retention samples were visually inspected with no issues being identified. 5 retention samples were sent to the chemistry lab for heparin activity testing. All results were within the specification limits of 38u ¿ 73u for catalog 367960. Additionally, retention samples were tested via a clinical study for clotting: no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Customer recommendation: although fibrin is a normal component of the clotting process, there are steps that can be taken to lessen its negative effects on sample quality in both serum and plasma. Handling errors and pre-analytical variables that lead to fibrin formation can be addressed to mitigate the effects and presence of fibrin. Appropriate centrifugation time and speed must be utilized according to instructions for use for an individual tube type. Over or under filling plasma tubes will result in an incorrect blood to additive ratio and may lead to fibrin formation. Also, proper mixing (number of complete and gentle inversions) for each tube type is essential for all sample types. Storage conditions and temperature are also considerations. There are physiological circumstances that may lead to increased fibrin, including anticoagulant therapy or a clotting disorder may lead to incomplete clotting. A review of specimen handling parameters would be of value for this tube type. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Attached are our pst¿ techtalk® and a publication addressing heparin plasma testing in clinical chemistry.

Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: customer problem: customer is reporting blood is clotting in the tube causing erroneous results. Customer is reporting blood is clotting in the tube making it unusable.